Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on august 18, 2016, and the patient was reimplanted with another device during the same surgery. This report is filed september 6, 2016. Device not yet received by manufacturer.

Manufacturer narrative:
This report is submitted on august 15, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Explantation of the device is planned; however, has yet to occur as of the date of this report.